Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Reported event was confirmed by review of radiographs. Review of radiographs identified significant lucency at the cement/tibial component interface with suggestive of loosening. The tibial component was also noted to be in valgus alignment; however, the report could not determine if the valgus deformity contributed to the loosening or if it was the result of the loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the nexgen cr, ps, cra, lps, and lcck package insert, loosening is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00596404210, articular surface size gh, lot # 62686475. (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unknown

Event description:
It was reported that the cemented tibial component was revised due to loosening.